Event description:
The user facility reported that the needle was bending when activating the safety feature on a hard surface.

Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. B3: date of event: requested, unknown. D4: UDI: no equivalent UDI for 102-n251s3. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: 510k: not available as per gudid. We were also unable to confirm the device failure since the actual sample was not returned for evaluation. The retention samples were visually inspected and confirmed free from defects that will affect the activation of the safety sheath and evaluated for the sheath activation and deactivation functional test wherein all samples passed. Simulation through manual sheath activation was conducted on the retention samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity or bending of the cannula during and after activation was encountered that may lead to the complaint. The root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needle stick cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.